Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the safety system knife did not work, and the patient had a vascular injury. The procedure was converted from laparoscopic to open technique. The patient expired.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the patient¿s position upon entry? Dorsal supine. Was this the primary port? Apparently yes. What size scope was being used? 10 mm. Was the patient¿s anatomy normal?yes. How familiar is the surgeon with the use of the dilated trocar? Unknown. Please explain how the ¿safety system knife did not work¿. Unknown, the surgeons just said that. What was the entrance point of the trocar? Unknown. Did the surgeon insufflate prior to insertion? Yes. What vascular structure was damaged? Aorta, inferior mesenteric artery, infrarenal vena cava, superior mesenteric artery please explain the chain of events after the vessel was punctured? The patient presented an hypovolemic shock, the surgeon describe a massive hemoperitoneum and decide to open the abdomen, call for colleagues. They sutured the damaged vessels but the patient did not resist the procedure. Patient¿s age, and weight? Pre-existing conditions? (B)(6), unknown, not described, apparently healthy. Was an autopsy performed? If so, is a copy available for review? Yes, there was an autopsy,(B)(6) through the legal department was the device reprocessed? Unknown. Will the device be returned at a later date? No. Is the surgeon willing to have a peer to peer conversation with ethicon medical director? Unknown. The surgeon's description is as follows: "an exploratory laparotomy is made and it was found mass hemoperitonea and when exploring a vena cava inferior lesion is found in the anterior and posterior side and a small aortic lesion on its anterior side and in the mesenteric superior artery. Arterial lesions are sutured and the cava bleeding is contained in its two ends and after that a ligature is made." The event was reviewed by ethicon medical director and the following summary was provided: "a description of multiple vessel injuries including a complete injury (anterior and posterior) to the vena cava, an aortic injury, and an injury to the superior mesenteric artery suggests a forceful / uncontrolled entry of a trocar. An uncontrolled insertion of any trocar is known to potentially cause damage to internal structures regardless if the device is bladed or blunt tipped. There are multiple warnings to not utilize excessive force in the IFU. While not definitive, there does appear to be evidence of user error contributing to this reported issue."

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Device not returned. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the patient¿s position upon entry? Was this the primary port? What size scope was being used? Was the patient¿s anatomy normal? How familiar is the surgeon with the use of the dilated trocar? Please explain how the ¿safety system knife did not work¿. What was the entrance point of the trocar? Did the surgeon insufflate prior to insertion? What vascular structure was damaged? Please explain the chain of events after the vessel was punctured? Patient¿s age, and weight? Pre-existing conditions? Was an autopsy performed? If so, is a copy available for review? Was the device reprocessed? Will the device be returned at a later date? Is the surgeon willing to have a peer to peer conversation with ethicon medical director?